Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the head casters need to be adjusted. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality fo tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted both the right and left head casters by spinning down the caster dial to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding the bed was located at the account in the basement. There was no patient/user injury reported. (B)(4).